Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 1 and 4 at the proximal end of the stent were damaged and partially lifted from the stent profile. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The device was advanced over a 0.014'' guidewire and no issues were noted. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a severely calcified proximal left anterior descending artery. The lesion was treated with pre-dilation using a 2.5x10mm non-bsc balloon catheter. A 2.75x28mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. It was then noticed that the stent strut was lifted due to calcification. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a severely calcified proximal left anterior descending artery. The lesion was treated with pre-dilation using a 2.5x10mm non-bsc balloon catheter. A 2.75x28mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. It was then noticed that the stent strut was lifted due to calcification. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was good.